Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number: 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false not detected result for the other hr hpv b target while using the alinity m hr hpv amp kit. Sample ID (sid): (B)(6) was processed on (B)(6) 2026 and resulted as not detected. Visual inspection of the amplification curve shows non-sigmoidal behavior for the other hr hpv b target. Due to the non-sigmoidal shape of the amplification curve, the sample was re-processed on (B)(6) 2026 and resulted as detected for other hr hpv b. This result was released outside of the laboratory. Each sample was a freshly transferred aliquot of 600 ul from the thinprep vial to the alinity m labeled tube with pierceable cap (list number: 09n65-050) performed by the alinity mp. Between runs, the thinprep was stored at 15-30°c. The customer did not provide any information regarding impact to patient management. Based on the hpv screening criteria in poland, the patient will be sent for treatment on the detection of other hr hpv b.